Event description:
On (B)(6) 2012 the customer stated that there was a blood leakage from the filtration port noted. (B)(4).

Manufacturer narrative:
(B)(4).the investigation showed that there was a fiber cracked. This could happen when the fiber is shrinking or the device gets an external stress.(B)(4).